Event description:
Pt was taken to operating room for open reduction of right hip. Before pt could be placed on the operating table, she experienced failure of her pacemaker as manifest by runs of asystole. A cardiologist was called and the failure was felt to be due to the pacemaker battery. Pt prepped for replacement of generator before hip surgery.